Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.189" x 0.570" was found to be broken off. The broken piece was not returned. The instrument was found to have an excessive amount of dried, white residue on the clamping pulley of inputs five (pitch), six (grip), and seven (grip) located in the backend of the instrument. The groove surfaces exhibited a residual, powder-like deposit, that could be removed by wiping. The complaint was confirmed by failure analysis.

Event description:
It was reported that the fenestrated bipolar forceps instrument was a discrepant returned material. There was no report of patient involvement.